Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump's down arrow was not responding. Customer¿s blood glucose was 270 mg/dl at the time of incident. Customer stated that the pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to flattened (esc, act, up and down) button dome switch (no crease) and unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify unexpected battery power loss and perform displacement test, idle current test, run current test, self test and off no power test. Due to no button response.